Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the chemo where the channels were paused at 0525 on (B)(6) 2022 in order to complete a blood draw. When the pumps were restarted at 0527, a ¿check IV¿ message alarmed on both channel 13164681 and 13778029. The rn had paused and restarted the pump a few times and ultimately either turned the channels off by pressing ¿channel off¿ or disconnected the channels from the brain. When the pumps were off, then rn took the tubing out of the channel and put them back in prior to turning the channels back on and restarting. At this point, the programming reverted back to the primary and the secondary programming was lost. The rn then turned off the 2 chemo infusions completely, the maintenance ivf, serial number (B)(4), remained infusing from 0527 on until it was turned off at 0819. The whole setup was switched to a new brain and channels and restarted at 0830. Per the rn who initiated the infusions at 1553 and 1555, ¿the port had two tails. The two chemos were y-sited into one another and the civ fluid was running on the second connection. The cstd was used at both sites connecting to patient.¿there was a patient involvement but no harm.

Manufacturer narrative:
Omit: f27 - no patient involvement. Correction: initial reporter occupation. Additional information: imdrf annex f code.

Event description:
It was reported that the chemo where the channels were paused at 0525 on (B)(6) 2022 in order to complete a blood draw. When the pumps were restarted at 0527, a ¿check IV¿ message alarmed on both channel (B)(6). The rn had paused and restarted the pump a few times and ultimately either turned the channels off by pressing ¿channel off¿ or disconnected the channels from the brain. When the pumps were off, then rn took the tubing out of the channel and put them back in prior to turning the channels back on and restarting. At this point, the programming reverted back to the primary and the secondary programming was lost. The rn then turned off the 2 chemo infusions completely, the maintenance ivf, serial number (B)(6), remained infusing from 0527 on until it was turned off at 0819. The whole setup was switched to a new brain and channels and restarted at 0830. Per the rn who initiated the infusions at 1553 and 1555, ¿the port had two tails. The two chemos were y-sited into one another and the civ fluid was running on the second connection. The cstd was used at both sites connecting to patient.¿ there was a patient involvement but no harm.